Event description:
It was reported that the patient underwent a revision procedure due to persistent pain related to the acetabular cup verticalization and muscle impingement. During the surgery, the surgeon identified a fracture at the top of the trochanter that was thought to be from the previous surgery. The cup, head, and liner were revised and wires were placed at the fracture site. The procedure was completed without complication and the stem remained implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00877503604 item name biolox delta, ceramic femoral head lot # unknown. 00877501236 item name biolox delta ceramic taper liner lot # 2869495. G2: foreign: france. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was reported a patient had an initial left total hip arthroplasty, subsequently, the patient was revised due to pain and muscle impingement. The trochanter had fractured from the previous operation as well. The head, shell, and liner were explanted and replaced with unknown products. A definitive root cause cannot be determined. It is unknown if the cup was placed with more of a vertical orientation based on the surgeon discretion or if it migrated. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.